Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen via an implantable infusion pump. The drug concentration and dose were not currently available . The lot number, concomitant medication list, and patient medical history were not obtainable. The indication for use was not noted. It was reported that the pump was not working anymore, after only 1 year. It was unknown how the issue was identified and no diagnostics or troubleshooting was performed. The pump was changed during a surgery performed under general anesthesia. The patient status at the time of the report was ¿alive ¿ no injury". The issue was resolved and the hcp had no further information. Additional information was requested regarding the following missing information: an implant date, available logs, drug concentration/dose, diagnosis for use, and a resolution. Should this information become available, a follow-up will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative. The hcp reported that a pump malfunction was questioned and it was reiterated that the pump no longer worked, after only 1 year from being implanted. The pump was changed under general anesthetic. No further information was provided.

Manufacturer narrative:
Analysis found no anomalies with pump.

Manufacturer narrative:
Concomitant product(s): product ID: neu_ascenda_cath, lot# unknown, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion no longer applies to this event.

Event description:
On (B)(6) 2016, additional information was received from the company representative indicating that generic baclofen was used. The drug concentration the dose were 2000 mcg/ml and 280 mcg/day. The indication for use was noted as a quadriplegic patient. The pump was reportedly implanted on (B)(6) 2014. Regarding the pump logs, logs could not be provided. Additionally, it was not know if there were motor stalls in the logs. Regarding the elective replacement indicator (eri), it was reported that in (B)(6) 2015, eri was to occur in 70 months. The complete system was replaced and that allowed a clinical improvement of the patient. No additional information was reported. Additional information was requested regarding whether there was a catheter issue and if so a request for catheter serial numbers, symptoms experienced, troubleshooting, and actions interventions, were also made. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.